Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the power brick was defective. The defective power brick prevented the battery charger from powering on. The root cause of the defective power brick was unable to be positively determined. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power on. The last patient to use this charger/modem did not report any deficiencies.